Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii/iii. Healthcare professional later reported "rupture confirmed via MRI". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade ii/iii". Healthcare professional later reported "rupture confirmed via MRI". Healthcare professional later reported "removal of intact implant". This record is for the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade ii/iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii and device rupture.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade ii/iii. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported implant intact, un-reporting rupture. Device has been explanted and replaced.